Event description:
The manufacturer received information alleging a ventilator's ac cord was faulty. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. No failure of the power cord was observed. Although the device powered on, it was using battery power and the power led failed to light up. The power supply pca was found to be faulty and was replaced to address the issue.